Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 30 to 400 mg/dl and. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. It was also found that insulin squirted out during prime and that sometimes the act and up and down arrow buttons do not respond. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction due to the keypad buttons being not responsive. The customer was also advised that the device would be replaced and agreed to return the product for analysis.